Event description:
Complainant alleged that while attempting to treat a 35-year-old female patient, the device displayed "compressor failure -1001" and "compressor fault-2001 " error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's reports of "compressor failure -1001" and "compressor fault-2001" were observed during initial testing intermittently; however, the device was put through extensive testing without duplicating the report. The customer's report of "the device inappropriately shut down" was oberved in the video provided by the customer but was unable to be duplicated during testing. Internal inspection did observe a damaged compressor ribbon cable that may explain the customer reports but was unable to be firmly established. The compressor was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 35-year-old female patient, the device displayed "compressor failure -1001" and "compressor fault-2001 " error messages and the device inappropriately shut down. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.